Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received a product for failure analysis evaluation.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient experienced a postoperative bleed requiring a subsequent procedure. During the initial procedure, no stapler-related complications occurred during the firing sequence. No intervention was required for the intact staple lines, specifically with white reloads. The initial procedure was completed robotically with no complications. On postoperative day one the patient became hypotensive and tachycardic. A laparoscopy was performed initially, which was later converted to a robotic procedure. No staple line leak was identified, but the distal staple line was bleeding slightly. Suture was required to reinforce the staple line and resolve the bleeding. The estimated blood loss is unknown. However, the patient was transfused with packed red blood cells. The patient is currently hospitalized due to a deep vein thrombosis and a pulmonary embolism.